Event description:
It was reported that a pairing issue occurred. Performance data was reviewed. It was indicated the patient started their transmitter past the 'use by' date, which is misuse of the device.a pairing failure was not found within the investigation window. The allegation was not confirmed. However, a transmitter failure was found in connection to the reported allegation. The probable cause of the transmitter failure could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).